Event description:
The customer from ireland contacted ascensia customer service to get assistance with his contour next gen meter. During the troubleshooting, it was found that one of the blood glucose readings was not stored in the memory of the contour next gen meter. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's age was not provided. The model # (d4) was not provided.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, the device history record was reviewed for the suspected contour next gen meter with serial # 2081984 and no manufacturing anomalies were found.

Manufacturer narrative:
Since no products were returned for evaluation, an in-house testing was performed with the in-house contour next gen meter and in-house contour next test strips using blood sample, which gave a satisfactory performance. The blood glucose readings obtained with the in-house testing were properly stored in the meter's memory.